Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator bit did not disengage at the desired time. It was also reported that there was no adverse consequences or medical intervention as a result of this event. It was further reported that there was no surgical delay and the procedure was completed successfully.

Event description:
It was reported that during a cranial procedure, the perforator bit did not disengage at the desired time. It was also reported that there was no adverse consequences or medical intervention as a result of this event. It was further reported that there was no surgical delay and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting for device return to manufacturer.